Event description:
Customer reported an issue with the passport v monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Service rep replaced the units spo2 module. Reseated battery door tether. Calibrated and safety tested unit to factory specifications.